Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred after bolus deliveries. The customer believed the occlusion alarms may have been caused by the infusion sets as the occlusion alarms started occurring once the current shipment of infusion sets began to be used. The customer's blood glucose (bg) levels ranged between 300-400mg/dl. Manual injections were administered to address the bg levels. For the past occlusion alarms, infusion set changes would be performed to address the issue; the current occlusion alarm was to be addressed by performing an infusion set and cartridge change. Reportedly, the customer keeps their pump inside their pocket and uses cartridges for 3-4 days. Tandem technical support advised the customer to allow a bolus to fully deliver prior to returning the pump inside the customer's pocket in order to prevent abrupt temperature changes to the pump and to change supplies every 72 hours to stay within labeling of the pump supplies. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.